Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 450 mg/dl. Customer was advised that their blood glucose and sensor glucose were not within acceptable range. The caller declined troubleshooting for any other issues. The insulin pump will not be returning for analysis. The sensor will be returning for analysis.